Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the shunt could not be released (unable to pull out) during insertion.

Manufacturer narrative:
Additional information was provided in d.4, h.3, h.4, h.6 and h.10. 1. Customer reported that "the shunt could not be released (unable to pull out) during insertion". 2. Complaint history review no other complaints: complaint lot search reviewed, there are no other complaints for the reported lot. 3. Non-conformance review no results: deviation lot search report was reviewed, no deviations related to the lot. 4. A review of the reported lot device history record was performed. The lot met all manufacturing release specifications. The lot was processed and released according to the product¿s acceptable criteria. 5. Product evaluation, the sample was received at the manufacturing site and investigated as follows: - the sample was returned in an open secondary package - the sample included labels and a cradle with ex-press delivery system placed in designated location. Ex-press delivery system was placed with adhesive tape attached to the cradle. -shunt was not mounted/assembled on to the ex-press delivery system tip. There were no IFU (instruction for use) and pouch of the original packaging. - the ex-press delivery system wire was pressed - the ex-press delivery system wire did not protrude from cannula opening 6. Root cause: product non-conformance could not be determined: a root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. The ex-press delivery system was operated and performed its functionality releasing the shunt- as expected. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. The manufacturer internal reference number is: (B)(4).